Event description:
It was reported that the ventilator generated sound and failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that device generated sound during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. According to the information provided by the technician, the internal leakage test (with message: "system volume too small"), pressure transducer test, flow transducer test and patient circuit test failed as well. Moreover, the alarm indicating low air supply pressure has been found during ventilation. The air gas module was found defective and replaced. The issue has been resolved and the device was delivered to the user in working condition. The air gas module regulates the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The root cause to the reported issue has not been determined.